Event description:
Customer reported high blood glucose of over 400 mg/dl. Customer stated that the transmitter was not functioning and requested a replacement. He declined troubleshooting. Nothing further reported

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the minilink transmitter showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.